Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years and nine months following the implant of this transcatheter bioprosthetic valve, echocardiogram revealed severe prosthetic aortic stenosis. A mean gradient of 26 mmhg with mild to moderate central regurgitation was noted. This was verified by stress echocardiogram and an intervention was planned for the future. Seventeen days following the echocardiogram the patient presented with syncope possibly due to an arrhythmia or aortic stenosis. The patient was discharged to home and subsequently expired. The cause of death was congestive heart failure (chf) secondary to aortic stenosis, chronic kidney disease, and coronary artery disease.